Manufacturer narrative:
Corrected data: h6- medical device code: "3026" and "4644" should be removed and "2923" should be added, claim# (B)(4).

Event description:
An implantable collamer lens was implanted into the patient's eye. Lens rotation was observed and lens repositioning was performed. The lens rotated again.

Manufacturer narrative:
Patient information: unk. Claim# 728588.

Manufacturer narrative:
Additional information: b5: a 13.7mm vticm513.7 lens was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to low vault was observed. On (B)(6) 2023, the lens was repositioned. Lens repositioning did not resolve the problem. On (B)(6) 2023, the lens was exchanged and the problem was resolved. Cause of the event was a patient related factor. Reportedly, "large myopic eye with extremely deep acd." Status of the eye is reported, "doing well. Will be tapering post op predisolone gtts." H6: patient related factor. Claim# (B)(4).